Event description:
The customer reported that the error message "bad iris pot" displayed on the system. The customer was asked to try to clear by pressing any key on the c-arm control panel. Then was asked to reboot. The error message would not clear and the system would not produce fluoro.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep removed and replaced the collimator. He performed collimator calibration. System boots up with no error messages.